Manufacturer narrative:
Additional information: the actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the temperature was above specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear of component parts. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device was "getting hot". The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.